Event description:
Medwatch report - (B)(4) - (B)(6). It has been reported to us that during the procedure, the guide catheter had to be cut to be removed from the patient. Medwatch report indicates: the launcher guiding catheter was noted by the physician to be twisted at the sheath site. The guiding catheter had to be cut at the distal portion and a wire inserted into the mid-abdominal aorta. All equipment was successfully removed. A mild hematoma was noted at the left groin site. Additional attempts have been made to obtain information; however, none has been provided at this time.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device eval is anticipated, but not yet begun.